Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had his scs ipg replaced because the ipg reached end of life. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.